Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was 340 mg/dl. The customer administered a manual injection to address elevated blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.